Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields:d5, e2, g2. Additional information: e1(event site telephone:(B)(4) e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during procedure the cardiosave intra-aortic balloon pump (iabp) was covered in blood. No patient harm. A getinge field service engineer (fse) found visible blood contamination on executive processor board, front end board, power slot interface board, and fiber optic module.customer denied repair due to costs at this time.

Event description:
It was reported during the procedure, the cardiosave intra-aortic balloon pump (iabp) had blood get into the unit. The device shut off when this occurred. The patient's blood pressure dropped significantly but there was no harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)